Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during an in-service by sales representative, the cardiosave intra-aortic balloon pump (iabp) unit's fiber optic sensor male connector was inconsistently mating with the fiber optic module connection of the pump. There was no patient involved.

Manufacturer narrative:
Additional information: poc -(B)(6). Was no patient involvement and no harm reported. It was discovered during an in-service by sales representative. The fiber optic sensor male connector was inconsistently mating with the fiber optic module connection of the pump. Getinge field service engineer (fse) advised customer to make their biomed team aware of the issue. Trimedx is the 3rd party biomed service that serivices this hospital. Currently bob korte with trimedx preventive maintenance and repairs the pumps on site. Cardiosave iabp (B)(6) with 924 hours. Biomed confirm that this has not been an issue. The staff have been using the equipment with no reported issues. No repair was required.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.